Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the pre-existing patient anatomy of twisted heart axis, dilated right heart, narrow thin septal leaflet, and poor echocardiographic view. The reported poor resolution image was due to difficult anatomy (twisted heart axis, dilated right heart, narrow thin septal leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed tricuspid regurgitation (tr), rotated heart, thin and narrow septal leaflet for a triclip procedure. During the procedure, triclip was implanted and it was determined that a single leaflet device attachment (slda) has occurred, and clip was no longer attached to the septal leaflet. Per the physician, slda was due to the pre-existing patient anatomy of twisted heart axis, dilated right heart, narrow thin septal leaflet, and poor echocardiographic view. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.